Event description:
It was reported that during a laparoscopic sigma procedure, the device presented leakage. Another device was used to complete the procedure. There were no adverse consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.